Manufacturer narrative:
H10: the customer reported there was no patient involvement at the time the issue was discovered. The issue was observed during testing. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced data acquisition board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is receiving a pressure sensor failure alarm message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient nor a delay was noted.

Manufacturer narrative:
Reporting address state: (B)(6).